Manufacturer narrative:
This report is being filed to provide additional information in a.1 and b.5. Corrected information is provided in h.6.

Event description:
No patient (donor) was connected at the time of the event, therefore, no patient information is available.

Manufacturer narrative:
Investigation: the set was not returned for investigation and the following investigations based on the information provided. Blood bags are filled with solution and connected with a separately-assembled line, which includes lines from the cliktip of the donor tube to the needle and to the sampling pouch. They are then sterilized, put on top of each other, and placed in the blister trays. The top film of the blister tray is sealed with heat. The line, which includes lines from the cliktip of the donor tube to the needle and to the sampling pouch, is manufactured by manually assembling the phlebotomy needle, extruded tubing, and the injection molded parts (e.g. The cliktip assembly and y-joint), and then one-hundred percent visual inspection is performed on the line. The lines are then integrated into the blood bag lines. For the phlebotomy needle assembly, a cannula and a hub are bonded at first and then silicone is applied, and the bonded cannula and hub is covered with a cap by means of automated assembly equipment. A semi-assembled product inspection, including a puncture resistance test, was performed on the assembled phlebotomy needles by sampling. Only the assembly lots that have passed the test are delivered to the next process. Cannulas are purchased from a supplier. One-hundred percent acceptance inspection is performed and only the cannulas that have passed the inspection are used for production. Drug solution is made by mixing water for injection, which was manufacturing with raw water by multiple unit operations, and various drug substances in preparation tanks. We check whether the density of the solution is appropriate for use, and only appropriate solution is used for production. We reviewed the manufacturing record of the reported lot number and confirmed that no trouble that could cause the issue had occurred. No abnormalities were observed. Shipping testing, including the measurement of solution concentration and volume, and visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the reported lot number. No abnormalities were observed in all the test items including foreign matter contamination and the concentration and volume of solution. The standards were satisfied. With regard to the reported lot number, we have not received similar reports from any other customers as of november 30, 2020. Regarding the retained samples of the reported lot number, we visually examined three sets each and observed no abnormalities. We also measured blood preservative solution volume and conducted a quantitative test for the composition of the blood preservative solution in accordance with the shipping testing. We confirmed that all in-house standards were satisfied. Root cause: we did not see any anomalies in the manufacturing record, testing and inspection record, and retained samples of the reported lot number; therefore, we were not able to identify the cause of the issue. Concerning the reported issue, the following three factors may be the causes of blood clotting. 1) insufficient mixing of blood during blood collection when blood is collected using gravity, clotting may occur if blood is not mixed with anticoagulant sufficiently. To prevent clotting, please observe blood flow and agitate the bag gently to mix thoroughly, holding it with both hands at appropriate intervals (approximately once in every 30 seconds). 2) longer time required for blood collection when blood collection requires a longer time, it is reported that a possibility of forming fibrin clots increases due to an increase in coagulation and fibrinolytic system. Depending on the time required for collection, the percentage of which the result of fibrin monomer testing becomes positive may increases. For a 400ml blood collection, it has been reported that the result is negative if the time is less than 13 minutes while the positive rate gradually increases when the time exceeds 13 minutes. 3) clotted blood in tubing soon after collecting blood, nip the donor tube with a hand stripper firmly, strip the tube from the needle side toward the bag, and move the residual blood inside the tube into the bag. Then agitate the bag gently to mix with anticoagulant thoroughly. If the hand stripper is loosened after agitation, the tube is filled with the mixed blood. If it takes time before stripping the donor tube, a microaggregate is formed in the tube and it is likely to cause aggregation gradually by returning the microaggregate into the bag.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported clot was found in red blood cell product during blood administration. Transfusion was stopped prior to patient receiving any of the product. The customer did not report any impact to the unknown patient. Donor unit #: w142420001003 the collection set is not available for return because it was discarded by the customer.